Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) reported via the company representative (rep) that the implantable neurostimulator (ins) was faulty. The patient was having exploratory to investigate open circuits on electrodes 0 and 3. When the surgeon attempted to take the extensions out of the ins, the silicone seal that surrounds the screws on the ins came off. It was unknown if there were any external factors that may have led or contributed to the issue. The action taken to resolve this event was replacement of the ins. Further stated that the extensions were also replaced due to the open circuits. Following replacement of the ins and extensions, all impedance readings were within normal range. The patient was programmed in recovery at their pre-op settings. The issue was resolved at the time of this report. The patient was alive with no injury. The rep was unaware if the patient was receiving effective therapy at this time.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), product type: extension. Product ID: 3708660, serial# (B)(4), product type: extension. Unknown patient programmer. Patient code (B)(4) has been removed. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The following information has already been reported in manufacturer report # 3007566237-2016-01918: information was received from a health care professional (hcp) and company representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported there were open circuits; electrode 0 and 3 had out of range impedance readings >40,000 ohms. The patient was no longer receiving therapy on his right body. The patient couldn't recall any falls or impact to the system. Due to the programmed electrode being out of range (the patient was programmed on electrode 0), the managing neurologist chose to turn the left brain to 0 ma. Exploratory surgery was planned for (B)(6) 2016. The issue was not resolved at the time of report. The patient had a warning on their patient programmer (pp) approximately 2 weeks prior to report but didn't report it to anyone. Their therapy seemed to be intermittent since that time but as of (B)(6) 2016 they felt the benefit from his therapy dropped significantly. Additional information received reported all impedances were within normal range once the extensions were replaced. All components of the system were checked and it was determined that only one extension had out of range impedances but both were replaced. The patient was reprogrammed on their pre-op settings. The neurologist adjusted the settings the following day. The patient was doing well and receiving effective therapy. Any additional information will be reported in this manufacturer report.

Manufacturer narrative:
Device analysis for (B)(4) revealed no significant anomaly. The ins was functionally okay. There were insignificant anomalies. Device analysis for extension (B)(4) revealed the body conductor broken less than 5cm from proximal end. Number 0 and #3 conductors were broken 2.8cm from the proximal end. (B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.